Event description:
It was reported that stent deformation occurred. The target lesion was located in the left main stem. A promus premier mr 20 x 4.00 drug eluting stent was deployed at 12 atms with good result. A 5.5 maverick xl balloon catheter was selected and advanced for postdilation. The balloon would not pass into the stent. Deformation of the proximal end of the stent was noted. The stent deformation was considered to be "quite severe." Another stent was deployed at the proximal end. Ultrasound images of the left main stem reveal good result. No patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that preview, a supplemental medwatch will be filed. (B)(4).